Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 424 mg/dl and 434 mg/dl. Customer treated with insulin pump, bolus and manual injection. The customer troubleshoot was performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this unit data was successfully uploaded on to carelink. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).